Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels reached 600 mg/dl after wearing the pod between 4 and 24 hours. The patient was treated with an insulin shot in the ER, and was released after 7 hours. The pod was removed prior to going to ER and was eventually discarded. Patient had a bg level of 147 mg/dl at the time of reporting.